Manufacturer narrative:
A ge service rep performed an onsite investigation. The heat sensor on the complete generator calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported there was a filament regulator error. This error occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.